Manufacturer narrative:
No device problem found. Possible under delivery anomaly not found during testing. Device passed the displacement accuracy test, self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, and the displacement test. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump was under delivering. The customer blood glucose level was 334 mg/dl at the time of incident and the current blood glucose level was 174 mg/dl. The. The customer was assisted with troubleshooting. The customer was treated with manual injection. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer alleges that the insulin pump was under delivering because it not delivering the bolus correctly. The customer stated that the auto mode feature was active and automatically adjusting insulin delivery at time of high blood glucose event. The device will not be returned for analysis.